Event description:
It has been reported to philips that the footswitch was defective. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The orthopedic procedure was completed by customer using handswitch. The philips remote service engineer (rse) connected with the customer and confirmed that the system¿s ¿footswitch was defective¿. The rse instructed customer to replace wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.